Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lower jaw, to the sides of the chin, with 1 cc of juvéderm® volux¿. After 6 months, the patient presented with ¿swelling, pain, and a palpable lesion the size of a walnut¿ at the injection site, only on the left side. On the right side, the material was ¿just barely palpable.¿ the patient was prescribed augmentin 1mg, s:1x2, and medrol 16mg, s:1x2 for 4 days, and a follow-up examination. Event status is unknown.

Event description:
Additionally, the healthcare professional reported that treatment also included tabs amoxicillin/clavulanate 1 g 5:1 x 2 and tabs methylprednisolone 5:1 x 2 x 3 days, ½ x 2 x 3 days, and ½ x 4 days. The event resolved 3 days after treatment.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3, a4, b3, b5, h6.